Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's death and ketoacidosis. No product lot number was reported therefore no lot release records were reviewed.

Event description:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.